Manufacturer narrative:
(B)(4) - failure to follow instructions: it should be noted that the mitraclip system instructions for use states, unlock the clip and open the clip arms to approximately 180 degrees and reorient the clip arms in the left atrium, as needed, then repeat grasping attempts. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the device history record revealed no non-conformances associated with the reported lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Potential causes for difficulty positioning the clip can include, but are not limited to, user technique/procedural conditions (excessive tension on the device during the procedure), manufacturing anomalies (loose or misaligned sleeve key), patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), or user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). Based on the information reviewed, the difficulty positioning the clip appears to be due to user technique/procedural conditions, as it was confirmed by the account that the transseptal puncture was too high; the clip could not be positioned below the leaflets, therefore, additional maneuvers were required to lose height and position the clip. The difficulty grasping (failure to adhere or bond) and subsequent clip caught on chordae (device entrapment) appear to be related to an interaction with the challenging patient anatomy (leaflet flail) and user technique/procedural conditions, as the physicians decision to correct the clip orientation while attempting to grasp the leaflets, ultimately resulted in the clip becoming caught on the anterior leaflet. There does not appear to be any evidence of a product quality deficiency.

Event description:
This mitraclip report is being filed for the second clip that could not be removed from the leaflet, so was deployed on only one leaflet. It was reported that the first mitraclip was deployed in the patient with degenerative mitral regurgitation (mr) grade 4 without incident reducing the mr from 4+ to 2+. The decision was made to place a second clip lateral to the first clip for further reduction of mr. Height was an issue so anterior guide torque and p knob were used to lose height, which worked and the second clip was advanced to the left ventricle. After 5 to 6 attempts to grasp the leaflet, the clip arms were open, which indicated the clip was rotated approximately 90 degrees in the two chamber view. The physician wanted to correct the clip orientation while grasping in the ventricle. The posterior leaflet was unable to be grasped and when the attempt was made to release and invert the clip, it got stuck on the anterior leaflet, lateral to the first clip. Multiple unsuccessful maneuvers were made to free the clip, such as cycling and inverting. The decision was made to deploy the second clip on the anterior leaflet. It is surmised that the other half of the clip was likely deployed in subvalvular apparatus, but this was unable to be confirmed during the procedure. Mr remained 2+ unchanged with the second clip. The procedure was completed. A second clip procedure is in consideration. There was no additional information provided.

Event description:
Subsequent to the previously filed report, additional information was received that the transseptal puncture height likely contributed to the issue of not being able to position the clip below the leaflets. There was no additional information provided.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.